Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced high blood glucose level reported to be 597 mg/dl at the time of incident. Subsequently, the patient went to the emergency room and was later hospitalized. The patient had to take the pump off as the patient was put on a drip. The patient took the set out and found that the cannula was bent. The patient had been in hospital for two days and was still there at the time of this report. Patient's blood glucose level at the time of this report was 155 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.